Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise on the rate/sense and shock channels. The noise was oversensed, resulting in pacing inhibition and the delivery of two inappropriate shocks. A guidant technical services consultant discussed the possibility of the high voltage leads being reversed in the device header. Lead crush was also discussed. There were no patient symptoms reported with this clinical observation.